Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no evidence of a ¿no power¿ event. The pump powered on with the returned battery cap, and was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened, and no evidence of moisture or loose components was inside the pump. Unrelated to the initial complaint, the battery compartment was cracked, and the battery cap threads were damaged. The battery cap was unable to fully secure onto the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.